Event description:
Pump was implanted - time and location is unknown. Apparently pump failed and had to be surgically removed. This was done 1/13/95. Pt had to remain in the hosp for 2 days because she had a > 50% chance of developing a post dural puncture headache.